Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode due to the minute ventilation (mv) sensor on the right ventricular (rv) channel. Additionally, the rv lead also recorded pacing impedance measurements higher than 3000 ohms. Technical services (ts) was consulted and commented that the rv lead appeared to be fractured. As a result, the rv lead was successfully replaced. This pacemaker remains in service. No adverse patient effects were reported. Further evaluation resulted in noting that pacing was inhibited for less than two seconds. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the describe event or problem (b5) field for more information regarding the specific circumstances of this event. This report is being submitted to correct the impact codes (2) (h6) in section h. Device manufacturers only. This report is being submitted to correct the describe event or problem (b5) in section b. Adverse event/product prob, patient codes (1) (h6) in section h. Device manufacturers only, and device codes (4) (h6) in section h. Device manufacturers only.

Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode due to the minute ventilation (mv) sensor on the right ventricular (rv) channel. Additionally, the rv lead also recorded pacing impedance measurements higher than 3000 ohms. Technical services (ts) was consulted and commented that the rv lead appeared to be fractured. As a result, the rv lead was successfully replaced. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode due to the minute ventilation (mv) sensor on the right ventricular (rv) channel. Additionally, the rv lead also recorded pacing impedance measurements higher than 3000 ohms. Technical services (ts) was consulted and commented that the rv lead appeared to be fractured. As a result, the rv lead was successfully replaced. This pacemaker remains in service. No adverse patient effects were reported. Further evaluation resulted in noting that pacing was inhibited for less than two seconds. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes (2) (h6) in section h. Device manufacturers only. This report is being submitted to correct the describe event or problem (b5) in section b. Adverse event/product prob, patient codes (1) (h6) in section h. Device manufacturers only, and device codes (4) (h6) in section h. Device manufacturers only.

Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode due to the minute ventilation (mv) sensor on the right ventricular (rv) channel. Additionally, the rv lead also recorded pacing impedance measurements higher than 3000 ohms. Technical services (ts) was consulted and commented that the rv lead appeared to be fractured. As a result, the rv lead was successfully replaced. This pacemaker remains in service. No adverse patient effects were reported. Further evaluation resulted in noting that pacing was inhibited for less than two seconds. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b. Adverse event/product prob, patient codes (1) (h6) in section h. Device manufacturers only, and device codes (4) (h6) in section h. Device manufacturers only.